Event description:
It was reported by the pt's mother that her child no longer responds to sound. No fall or blow to the pt's head has been reported. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.